Manufacturer narrative:
(B)(6): p1: ucb: 1.31, rfc: 1.01 brief description of complaint: during routine pm testing, it was identified that the generator failed the output testing. There was reportedly high output on low cut settings 4 and 5 when tested with a biotec rf 303 esu analyzer and a 3.0s device. All other settings were within specifications. There were no error codes. Customer did not want to re-test using the correct equipment (o-scope and current sensing coils) because the generator is being swapped out with an aex. There have been no reports of any issues while the generator was in use with patients. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: o product line: pulsar generator refurb o quantity returned: 1 o product code (sku): ps100-100rf o serial number: (B)(4) testing performed: visual inspection: packaging: was generator returned in an approved mae box with proper foam protection? Yes / no ¿ yes external visual: ¿ indentation on top cover located at the right rear corner (figure 1) internal visual: ¿ top cover was removed and the right side cover screws were angle away from the indented corner making removal difficult which is likely due to a hard impact to the top cover ¿ a broken standoff and a loose screw was found inside the unit that also appears to be from a hard impact to the unit (figures 2 <(><<)>(> <(>&<)><(><<)>)> 3), but does not impact functionality ¿ the plastic posts that keep the plates and hold the small pcb secure in the lcd assembly were broken which caused the pcb to loosely move around inside the lcd enclosure. (Figures 5 <(><<)>(><(>&<)><(><<)>)> 6) functional inspection: ¿ this generator successfully completes the power on self-test (post) ¿ software version p1 ¿ 1.31 , 01.01 ¿ both cut and coag settings will not adjust on the generator, which initially prevents performing the power output test ¿ the damaged lcd assembly was removed and a known good lcd assembly was installed to be able to perform the power output testing ¿ results from the power output testing using the oscilloscope, current monitor, and plasmablade 3.0s device for the low cut settings confirms high output at settings cut 3, cut 4 and cut 5 see table 1 table 1. Pulsar I power output specs setting mode power (watts) actual power (watts) impedance (ohms) tolerance cut 1 low cut 1 0.5 0.80 40 *none prescribed cut 2 low cut 1 2 3.87 40 *none prescribed cut 3 low cut 1 6 8.44 -fail 40 +/- 20% cut 4 low cut 1 10 15.19 -fail 40 +/- 20% cut 5 low cut 1 20 25.50 -fail 40 +/- 20% cut 6 medium cut 20 22 600 +/- 20% cut 7 medium cut 35 38 600 +/- 20% cut 8 medium cut 50 53 600 +/- 20% cut 9 high cut (blend 1) 25 26 600 +/- 20% cut 10 high cut (blend 2) 50 55 600 +/- 20% coag 1 low coag 1 15 15 600 +/- 20% coag 2 low coag 1 20 21 600 +/- 20% coag 3 low coag 1 25 27 600 +/- 20% coag 4 low coag 1 30 34 600 +/- 20% coag 5 low coag 1 35 40 600 +/- 20% coag 6 high coag 30 33 1000 +/- 20% coag 7 high coag 35 39 1000 +/- 20% coag 8 high coag 40 44 1000 +/- 20% coag 9 high coag 45 49 1000 +/- 20% coag 10 high coag 50 56 1000 +/- 20% * max power setting for this mode is 40w, therefore is not required to be within 20% tolerance according to iec 60601-2- 2 due to it being less than 10% of the max power setting. ¿ determination by the r<(><<)>(><(>&<)><(><<)>)>d engineer - cut 3, cut 4 and cut 5 high outputs are due to the unit being out of calibration slhr review: ¿ generator was last serviced /calibrated 26 september 2014 investigation conclusion: ¿ reported issue, confirmed or not confirmed: ¿ confirmed ¿ was there an additional failure found: yes / no ¿ yes ¿ the lcd was not functional due to internal damage to the lcd assembly if reported issue confirmed or additional issue is detected¿. ¿ cause of failure and impact to functionality: ¿ the malfunction of adjusting the cut and coag settings is internal to the lcd screen component (determined by r<(><<)>(><(>&<)><(><<)>)>d engineer). The external and internal damage is consistent with a hard impact event in the field. ¿ the lcd screen is used to adjust the settings; malfunction prevents the proper operation of the pulsar generator ¿ the high outputs are related to the unit being out of calibration ¿ impact is loss of use / need to use alternative medical equipment to avoid potential patient or user injury ¿ how was failure resolved / addressed? ¿ a known good lcd assembly was installed to perform the power output testing and confirm the complaint ¿ calibration within existing software version narrows the range of the rf power output curve to within specifications ¿ unit is to be scrapped. (B)(4).

Event description:
During routine pm testing, it was identified that the generator failed the output testing. There was reportedly high output on low cut settings 4 and 5 when tested with a biotec rf 303 esu analyzer and a plasmablade 3.0s device. All other settings were within specifications. Customer did not want to re-test using the correct equipment (o-scope and current sensing coils) because the generator is being swapped out for another generator.

Manufacturer narrative:
(B)(4).

Event description:
During routine pm testing, it was identified that the generator failed the output testing. There was reportedly high output on low cut settings 4 and 5 when tested with a biotec rf 303 esu analyzer and a plasmablade 3.0s device. All other settings were within specifications. Customer did not want to re-test using the correct equipment (o-scope and current sensing coils) because the generator is being swapped out for another generator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.